Manufacturer narrative:
Insulin pump passed the displacement and self test. No unexpected watchdog timeout alarm anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer's blood glucose level was unknown. The customer reported that the insulin pump had a watchdog timeout error. The customer reported that they were driving and hear a high pitch sound. The customer was calling back after pump rest for this issue. The customer reported that the insulin pump did not returned to normal functioning. The insulin pump will be returned for analysis.